Event description:
Caller reported aviva system blood glucose results of 279 mg/dl and 44 mg/dl within 10 minutes. Caller successfully self treated symptoms of hypoglycemia by eating. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.